Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc was acceptable. The investigation did not identify a product problem. The customer did not rerun the initially reactive results in duplicate. Per the product labeling, "all initially reactive or borderline samples should be redetermined in duplicate using the elecsys anti-hcv ii assay. If no reactivity is found in both cases, the sample is negative for anti-hcv. If the result from either of the two measurements is reactive or borderline then the sample is repeatedly reactive. Repeatedly reactive samples must be investigated by supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline the analysis of a follow-up sample is recommended."

Event description:
There was an allegation of questionable elecsys anti-hcv ii assay results for a patient sample tested on the cobas e 602 module. The initial result is 3.4 coi (reactive). The repeat result on the abbott assay was 0.7 coi (non-reactive). No erroneous result was reported outside the lab. The test was repeated as the result did not match the patient's clinical diagnosis.